Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16730. It was reported that the patient presented for lead revision procedure. The right ventricular lead exhibited high capture threshold and low r-wave amplitude. During revision, the helix was difficult to retract, and the lead was stuck, so the physician attempted to remove the atrial and ventricular lead together. However, revision was unsuccessful as leads were scarred in place; the leads were secured into the ports of the device; the device pacing, and therapy was programmed off. The patient was in stable condition.